Event description:
A quality assurance representative from a distributor reported the incident february 2005. It was stated that during a retroperitoneal adrenal lymph node dissection, one of three clips applied on the lumbar vein could not hold and the clip came off. Serious bleeding occurred affecting vital signs and oxygen saturation. The procedure then shifted from endoscopic to an open procedure then shifted from endoscopic to an open procedure. Patient required prolonged hospitalization.